Manufacturer narrative:
Per the user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been using more insulin to manage blood glucose (bg) while taking medication. Subsequently, customer ran out of insulin; pump therapy was stopped. Customer went to the emergency room (ER) to address elevated bg (400-800 mg/dl) and was admitted to the hospital. Intravenous insulin was administered. Bg lowered to 180 mg/dl. Customer was discharged on (B)(6) 2018 with no permanent damage.